Event description:
It was reported that pump declared altitude alarm 21 on previous day, but insulin was not currently suspended and cartridge did not require replacement. There was no adverse impact to the customer¿s blood glucose level. Customer received guidance on preventing future altitude alarms, confirmed understanding, and successfully resumed insulin delivery with original cartridge with no additional actions reported.